Event description:
The patient reported that about 6 to 7 v-go 30 devices fell off. Patient stated it happens when patient goes outside and due to the heat the v-go devices will fall off within minutes of stepping outside. The patient confirmed that the application site is prepared properly with an alcohol prep prior to applying the v-go 30 device.